Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patients affect. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of hypersensitivity, as listed in the omnilink elite, instructions for use (IFU), is a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that six days post omnilink elite stent implantation in the common iliac artery (cia) lesion, the patient presented to the hospital, complaining of a blister under the right knee. The blister was considered potentially related to the newly implanted stent. The patient was not hospitalized and no treatment was provided. As of (B)(6) 2015, the event was not resolved. No additional information was provided.